Event description:
It was reported during a watchman left atrial appendage closure (laac) procedure to treat stroke reduction, a versacross connect kit was selected for use. The mechanical guidewire was inserted into the perclose device followed by advancing the connect dilator and watchman sheath. Just before dropping to fossa for transseptal puncture, when the physician was trying to take the guidewire out to exchange with the radio frequency wire, it was not able to come out. Hence, both the dilator and guidewire were removed together. Once it was outside of the patient's body, the guidewire was retrievable. The procedure was completed successfully and no patient complications occurred. The device is not expected to be returned for analysis as it was disposed. Kit lot number is unknown. There were no visible issues noted with the guidewire. No excessive force used. The damage was just before dropping to fossa for transseptal puncture. The guidewire was retrievable and remained in one piece but dilator and wire had to be removed from the sheath and body to removed wire.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.